Event description:
14 g ostycut biopsy needle tip (2mm) broke off during the bone biospy of pt's first right metatarsal. Pt is a spina bifida patient. Md asked to biopsy her rt 1st metatarsal bone for suspected osteomyelitis. On the second pass using a 14g ostycut needle, the distal 2mm broke off as the needle was being pulled out of the bone. Md had never seen this happen before, and certainly should not happen in a small bone like this. Md tried to remove the piece, but could not get it out even though were able to grasp it. Ortho is planning to take the patient to the or tomorrow to do an I and d of the bone, and will remove the fragment at that time. I and d was already planned, so is not an additional health care service.